Event description:
A pt was being transferred from wheelchair to bed. Once the sling was applied and fastened to the lift, the carer started to lift the pt out of the chair. Once out of the chair, the lift leg dropped and the resident fell to the floor. The carer said it happened so quickly that they did not see anything. All they heard was the rubbing noise of fabric and the resident was on the floor. The pt suffered a cut on the back of the head (no stitches required) and a small abrasion to the back.